Event description:
The account reported the right side rail could not latch. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the right side rail is missing the shoulder bolt which secures the latch to the end tube. The tech replaced the right side rail shoulder bolt and nut to resolve the issue. Based on this info, no further action is required.